Event description:
Report received of an independent bolus dose delivery. The customer contact could not recall what medication was infusing or any of the pump settings. It was reported that the pump would deliver a bolus dose of medication when the cord was moved without the button being pushed. There was no reported adverse event with the patient and no medical interventions were required. The pump was replaced and therapy was continued without incident.